Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a warning for a low impedance measurement on the lv tip to can vector. It was noted that the lv lead was programmed to the lv tip to lv ring vector and the impedances trends for that vector have been stable and within range. The lv lead remains in use. No patient complications have been reported as a result of this event.